Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of a small unruptured saccular intracranial aneurysm, this coil would not detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use). It was reported that first axium coil was successfully implanted. The reported coil was second coil in the procedure and, it was successfully delivered to the aneurysm through the microcatheter. After withdrawing pushwire, the coil was not detached. The physician broke the hypotube again to pull out the entire release wire of the pushwire, but the coil still failed to be detached. The coil was removed from the patient and found pushwire had a partially unwound implants. Adjusted the microcatheter and choose different size of coil and procedure was completed successfully. No patient injury was reported.